Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer?: visual inspection of the returned product found the preload was not used and there was no irregularity. Iol was folded correctly but remained inside the nozzle. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 20.5 diopter preloaded injector. When handling the screw plunger and the rod, the rod passed above the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.